Event description:
It was reported that during a percutaneous coronary interventional procedure, a vessel perforation occurred. The 70-80% stenosed lesion being treated was located in the moderately calcified posterior descending artery (pda) branch. The physician was advancing the choice pt es guide wire into the pda branch without difficulty when the perforation occurred. The perforation was visualized with angiography and confirmed via echocardiogram. The physician then used a 2.5 x 15mm maverick2 balloon to inflate the artery and deployed a 2.25 x 16mm taxus atom drug-eluting stent into the pda at the target lesion. The procedure was then completed with the deployment of a 3.0 x 16mm taxus liberte stent. An echocardiogram was done after the procedure was completed. Patient status was reported as 'fine'. No damage was noted to the guide wire upon removal.

Manufacturer narrative:
The complainant indicated that the guide wire will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.